Event description:
Reporter states the customer obtained a result of 5.4 inr on her coaguchek xs system while the hospital's coaguchek s produced a result of 4.1 during duplicate testing. No treatment info provided. No adverse event reported. Requested return of suspect system for eval.

Manufacturer narrative:
The medwatch is for customer's coaguchek xs system.